Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's complex underlying medical condition and the complexities of the surgical procedure. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient developed a cardiac tamponade approximately three (3) hours following ventricular assist device (vad) implantation. The patient had decreased mixed venous oxygen saturation (svo2) levels with flattening of the flow waveform on the vad monitor. Tamponade was confirmed by echocardiography. The patient was still sedated and intubated in the intensive care unit (ICU) at the time of the event. The patient was subsequently taken to the operating room for surgical re-exploration and removal of tamponade. Thereafter, the patient became hemodynamically stable and recovered well in the ICU. No further information has been provided.